Event description:
Removal of endosseous dental implants. A total of 4 implants were placed in class ii bone during routine procedures. The implant in site #11 was placed on 4/16/96. The pt returned 10 days post-op with an infection which was treated with antibiotics and resolved. The implant was later removed on 5/30/96 due to non-integration. Another implant was placed in this site along with an autogenous bone graft on 9/3/96. The abutment was placed on 1/13/97. The pt returned on 1/19/97 with pain and the implant was removed due to failure to osseointegrate. The clinician reports that the failures may be due to heavy tobacco use by the pt. He also reports that the pt has a history of infection in site #11.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.